Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. During preparation of steerable guide catheter (sgc), while applying minus knob, an audible click was heard, and the sgc was no longer functioning as intended. Therefore, the sgc was not used and was replaced. A new sgc was prepared and inserted without issues. A mitraclip ntw was inserted without issues. However, after multiple grasping attempts, it was observed that both grippers were no functioning as intended. Troubleshooting was performed, but the issue was unable to resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, a cause for the reported difficult gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.